Manufacturer narrative:
Initial report was sent under 9616099-2025-00804 and after additional information was received, it was confirmed that the device was used on a different patient and all subsequent reports will be submitted under this report number. Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indictor window of a 7f exoseal vascular closure device (vcd) did not change color. Manual compression was used for hemostasis. There were no reports of patient injury. The device was used in an interventional procedure. The device was stored and prepped according to instructions for use (IFU). The physician was certified to use the exoseal vcd. There were no visible signs of damage to the device or its packaging prior to use. Angiography confirmed the suitability of the femoral artery, including confirmation that the insertion angle of the introducer sheath was between 30¿45 degrees. It was confirmed that the artery¿s diameter was =5mm, and no significant calcification, plaque, stents, or >50% stenosis was observed near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the exoseal vcd. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. The procedure was performed using a retrograde approach. Details about the introducer sheath used (manufacturer, model, and french size) were unknown. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The exoseal vcd was securely locked with the vascular sheath introducer. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The indicator did not change color when the exoseal vcd and vascular sheath introducer retracted together. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. The deployment button was fully pressed and flush with the handle. There was no damage or issue to the deployment lever. The plug failed to deploy and did not detach from the device. The sheath was a little kinked/bent. One exoseal device was used for the patient. Other procedural details were requested but were not provided. The devices are being returned for evaluation. Per preliminary analysis of the image received of the device from the decontamination lab, the exoseal device has perforated through the procedural sheath.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the indictor window of a 7f exoseal vascular closure device (vcd) did not change color. Manual compression was used for hemostasis. There were no reports of patient injury. The device was used in an interventional procedure. The device was stored and prepped according to instructions for use (IFU). The physician was certified to use the exoseal vcd. There were no visible signs of damage to the device or its packaging prior to use. Angiography confirmed the suitability of the femoral artery, including confirmation that the insertion angle of the introducer sheath was between 30¿45 degrees. It was confirmed that the artery¿s diameter was =5mm, and no significant calcification, plaque, stents, or >50% stenosis was observed near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the exoseal vcd. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. The procedure was performed using a retrograde approach. Details about the introducer sheath used (manufacturer, model, and french size) were unknown. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The exoseal vcd was securely locked with the vascular sheath introducer. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The indicator did not change color when the exoseal vcd and vascular sheath introducer retracted together. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. The deployment button was fully pressed and flush with the handle. There was no damage or issue to the deployment lever. The plug failed to deploy and did not detach from the device. The sheath was a little kinked/bent. One exoseal device was used for the patient. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device, size 7f, involved in the reported complaint was returned for investigation. Visual inspection showed that the deployment lever was in the non-depressed position, while the guard was locked. The plug remained in the manufacturing position, and the indicator wire was found deployed with no visible abnormalities. An 8f cordis avanti catheter sheath introducer (csi) was returned inserted onto the device, and this csi was found to be perforated by the exoseal delivery shaft. Additionally, the indicator window was observed in the black/white position. A slight kinked/bent condition was noted on the delivery shaft, located approximately 14.5 cm from the distal tip. Dimensional analysis was conducted near the kinked section of the delivery shaft to verify the outer diameter. The measurement obtained was within the acceptable specification range. Further measurements were taken at 4 cm, 8 cm, and 12 cm from the distal tip, and all yielded values that were within specification. All outer diameter measurements were taken using a calibrated micrometer. Inner diameter verification was performed using a pin gauge, and all measurements met the specified range. During functional analysis, the indicator wire deployment simulation could not be performed, as the wire was received in a deployed state. However, the indicator wire was pulled to transition the indicator window to the black/black position. Full depression of the deployment lever followed, resulting in the expected retraction of the indicator wire and proper plug deployment. The indicator window subsequently cycled through to the black/white/red position as expected. The returned 8f csi was removed, and a separate functional test was conducted using a 7f cordis lab sample csi. The introducer was inserted and withdrawn from the device without any perceived resistance or friction. A high-magnification microscopic evaluation of the internal mechanism was also performed. No abnormal conditions or structural anomalies were identified during this inspection. The reported event of ¿indicator window-no change to indicator¿ was not observed through analysis of the returned exoseal device as it passed functional analysis when testing the window and there were no anomalies noted to the internal mechanism. Additionally, the reported event of ¿vascular closure device (vcd)-deployment difficulty-unable¿ was not observed since the deployment lever was not in the depressed position when received, and it passed the simulated deployment test. Also, the reported event of ¿catheter sheath introducer (csi)-kinked/bent¿ was not observed as there were no kinked/bent conditions noted. However, a condition with the exoseal device was noted of ¿vascular closure device (vcd)-impeded-perforated sheath¿ and a condition of the avanti sheath was noted of ¿cannula-puncture/cut¿ as they were received with the exoseal shaft perforating through the cannula of the avanti sheath. The exact cause of the issues experienced could not be conclusively determined during analysis. Based on the information available for review and product analyses, it is not possible to determine what factors may have contributed to the reported no change to indicator event and the reported inability to deploy the plug, especially since the condition of the returned device does not match the device description. It was reported that indicator window did not change, and the deployment lever was fully depressed with the plug not deployed. However, the device was received perforating the procedural sheath with no depression of the deployment lever/button or deployment of the plug. Since the deployment lever was not depressed at all, it should be noted that the plug would not be expected to be deployed from the device. Also, as the delivery shaft was found to be perforating through the procedural sheath, it is possible this damage/angulation prevented proper anchoring of the vessel with the indicator wire, which would prevent the indicator window from changing. However, if the perforated sheath event did not occur within the patient, procedural/handling factors could have contributed to the issue experienced since there were no anomalies noted to the indicator window during functional analysis. Regarding the condition of the perforated sheath, it is difficult to determine what factors may have contributed to the issue experienced, especially since it was reported that there was no resistance/friction experienced when the exoseal was inserted into the sheath. However, access site factors (such as vessel tortuosity), and/or concomitant device factors (such as a bend at the shaft of the csi while in the patient) along with excessive force likely contributed to the condition as evidenced by the scratch mark and material disruption indicating a consistent contact from a sharp object or the application of external mechanical force. However, as this condition was not reported by the customer, it is unknown if this received condition occurred due to manipulations after the procedure. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ as warned in the IFU, ¿the vascular sheath introducer and/or exoseal¿ vcd should not be advanced or withdrawn when resistance is met without first determining the cause by fluoroscopic examination. Using excessive force to advance or torque the exoseal¿ vcd may lead to arterial damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and arterial repair.¿ also the IFU states, ¿orient the exoseal vcd such that the indicator window on the handle assembly is facing upwards. Advance the delivery shaft into the proximal end of the vascular sheath introducer to the marker band, keeping the exoseal vcd oriented upwards and advancing at the angle of the tissue tract (30-45 degrees). Caution: if resistance is felt during delivery shaft insertion, do not apply excess force; instead, retract the delivery shaft slightly, rotate the vascular sheath introducer 180°, and try to readvance the delivery shaft. If resistance is still present, discontinue the use of the exoseal vcd.¿ it also instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ additionally, it was reported that an 8f sheath was used with the 7f exoseal vcd during the procedure. As stated in the indication for use within the IFU, ¿the exoseal¿ vascular closure device is indicated for femoral artery puncture site closure, reducing time to hemostasis and ambulation in patients who have undergone diagnostic or interventional procedures using a standard corresponding french size vascular sheath introducer with up to a 12 cm working length.¿ the product description also includes, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling, and could possibly affect the use of the device. Neither the product analyses, nor the information available for review suggest that the reported failures and observed conditions could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.